Event description:
It was reported that the patient presented with a dislodged implant crown at tooth site #5. The crown was inserted in 2025 without complication using the gold-tite hexed screw and certain straight gingihue post/abutment. The screw has broken. We have the abutment with cemented crown and protruding piece of the screw but could not locate or retrieve any remaining screw in the implant. We assume it was lost. The implant is still in the patient's mouth without issues.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.